Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in emergency room after receiving an inappropriate shock for atrial fibrillation with rapid ventricular rate. The patient received 3 rounds of atp and shock. The patient was not symptomatic. Changes were made to the discriminator channel. The patient was stable.